Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 4 due to error 32056. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 4 was analyzed and the 32056 error was found with a p1=2 pointing to the pitch axis, confirming the fault occurred in the field. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the pitch searchlight printed circuit assembly (pca) was found to be the root cause of the reported event.

Event description:
It was reported that prior to starting a da vinci assisted urology surgical procedure, the error 32056 occurred after system power on, error can't recovered and site disabled universal surgical manipulator (usm) 4. The procedure was completing as planned with no reported injury.